Manufacturer narrative:
Service was not dispatched for this event.

Event description:
The customer was experiencing poor performance of quality control (qc) results for total human chorionic gonadotropin (tbhcg) assay on a unicel dxl800 access immunoassay system. Imprecision was noted for level 1 qc results and %cv (% coefficient of variation) was out of acceptable precision range for the assay. Customer experienced a low level qc result recovery shift up after calibrating the system with a new reagent lot. The service check performed within the timeframe of this event yielded acceptable results. The customer changed to a new reagent and calibrator lot. Subsequent qc results were within one standard deviation of peer mean and recovering with acceptable %cv. The customer did not report that any patient results were in question or were considered erroneous. There was no death, serious injury or modification to patient treatment associated or attributed to this event.